Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for routine follow-up, few non-sustained episodes showing oversensing of noise were observed on egm. Programming changes were made. Patient will be monitored.